Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) moving slow and freezing. The patient data was not lost, but it was just hard to access. Hard disk drives were replaced. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) moving slow and freezing. The patient data was not lost, but it was just hard to access. Hard disk drives were replaced. No patient harm was reported.